Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The customer's blood glucose was 347 mg/dl, which was treated with manual injection. The customer stated that they were at the beach and the device might have gotten hot. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.